Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient had acquired hematoma at the ipg pocket and lead sites. The patient was hospitalized and the sites were aspirated. There was no report of infection. Follow-up report indicated that the physician observed that the gluteal vessel was cut and was subsequently sewn up by the physician. The patient was discharged from the hospital, and since then, there were no reports of further complications. The physician indicated that therapy can be resumed after the patient makes a full recovery.